Event description:
Procedure: vats. According to the reporter: the device was fired over the pulmonary artery and the stapler would not open. The surgeon had to go in, sew on either side of stapler, and then tried to force the stapler to open thoracoscopically. The surgeon eventually had to convert to a thoracotomy. This caused more than 250cc of bleeding. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).